Manufacturer narrative:
(B)(4) eight of the ten reported fas2 unitized set screws (product code: 1997-21-001, lot number(s): sc1312 (8), unknown (2)) were returned to the complaints handling unit (chu) on march 10th, 2016. Each one of the eight returned set screws features damage to the thread at the bottom of the screw. This damage is similar across all eight of the returned screws, covering approximately one full rotation. No other damage was found on any of the returned set screws. One thread was returned which most likely came from one of the set screws based on size, similarity to the previously described damage, and color of the anodization. This damage may have occurred due to cross threading the set screws upon insertion. Tightening the set screws while they are cross threaded places an unexpectedly high amount of force on the threads of the set screw, resulting in them being damaged or torn. This is consistent with the report of each of the set screws being cross threaded upon insertion. Only two of the set screws returned feature any wear to the anodization on their base. This wear would be indicative of them being tightened down on top of the associated rod. However, none of these set screws show any evidence that they were fully tightened on top of the surface of the rod. Any of these set screws could have been the one to have loosened from its associated screw as none of the set screws show signs of witness marks indicative of final tightening the set screw properly. The set screws being cross threaded and subsequent thread damage may be related to this event, as tightening the set screws while cross threaded may have required more torque than usual, resulting in the associated torque handle reaching its designated torque limit due to the damage prior to being properly tightened down onto the associated rod. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the set screws cross threading cannot be determined from the samples and information provided. This may have been done inadvertently while inserting the set screws. The root cause for the set screws¿ threads tearing cannot be determined from the samples and information provided. This damage may have occurred due to cross threading the set screws upon insertion. Tightening the set screws while they are cross threaded places an unexpectedly high amount of force on the threads of the set screw, resulting in them being damaged or torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Removal of medtronic l5/s1 screws and brainlab navigated l2/s1 (expedium verse) and viper sai posterior spinal fusion. Four 6.5x45mm medtronic cd horizon screws were removed from the l5 and s1 pedicles. The extended tabs were removed from the l5 and s1 verse pedicle screws prior to the rods being seated. The 3 piece flex clip reduction tool 299704270, 299704272 and 299704275 was used to reduce the rod into the right l5 199723750 screw. The unitized set screw 199721001 was inserted down the reduction tool and multiple attempts were made with new unitized screws to capture the rod leading to cross threading and stripping of the unitized set screw occurring several times in the head of the l5 pedicle screw on the right. Eventually a unitized set screw was seated far enough to down allowing it to be torqued off. It remained cross threaded and in situ within the head of the l5 screw. The same occurred for the unitized set screw in the s1 pedicle screw 199723750 on the left. In doing so the verse facilitator 299704205 and verse quick stick 299704217 and 299704215 were used to provide alignment when the use of the flex clip reduction tool lead to more cross threading and stripping of the unitized set screw. Eventually a unitized set screw was seated far enough to down allowing it to be torqued off. It remained cross threaded and in situ within the head of the s1 screw. Fifteen (15) minutes delay, no adverse event.